Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to instability. Left liner exchange only to same size liner. CAPA (B)(4).